Event description:
It was reported that device diagnostics resulted in high impedance. The physician did not program the device off after observing the high impedance, but reported that the patient will come back to the office to have the device programmed off most likely the day of the surgical consult. It was reported that there have been no changes recently, but that the patient still has really bad seizures as well as behavioral issues where he throws himself on the floor and walls. It was reported that this could be a possible cause of the high impedance. The patient was referred to surgery. It was reported that device diagnostics at the patient's last office visit in 2012 were within normal limits. It was also reported that chest x-rays did not clearly identify a break in the lead. X-rays were sent to manufacturer for review. Review of the x-rays did not identify any obvious discontinuities within the vns system. Attempts to obtain additional relevant information have been unsuccessful to date. Surgical intervention has not been performed to date.

Event description:
It was reported that the patient underwent generator and lead replacement. The generator and lead were discarded by the explanting facility and will not be returned for analysis.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.